Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in the long term cessation of insulin delivery if the user is unable to stop the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/31/2017 with the following findings: a review of the black box showed evidence of a voltage drop resulting in a call service 128 replace battery alarm, and unexplained power on reset events, and battery alarms following power on reset events. The pump powered on with the returned battery cap. The battery cap was able to fully tighten to the pump. The current draws were within specifications. The battery life issue was not duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked in the thread area and below the grip pad. Additionally, evidence of contamination was found inside the battery compartment. A leak was found in the battery compartment. The pump case was removed to find no evidence of additional moisture.